Event description:
It was reported that during an unknown procedure the stapler load came off after pushing the red plastic- not fired.

Manufacturer narrative:
(B)(4) date sent 3/7/2025 d4 batch #116d33 b3: only event year known: 2025. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload present. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. It is possible that the reload was not properly loaded as it was received not loaded on the device and the retaining pin was up. This fact indicate that the reload was removed and tried to insert incorrectly and/or incompletely after the retainer was removed. The returned reload was placed on the device and it opened and closed without any difficulties. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 116d33, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40g lot number c9e98z and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No reported patient consequences. 2. Could you please clarify if there was any change in the post-operative care of the patient because of the event? No change to post operative care for the patient. To clarify the reload that was preloaded in the device when unpacked did not fire, so the staff switched the reload for a new one and that was fired successfully with the existing gun.